Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor had to be replaced. Probable root cause: design, poor anchor assembly design, instrumentation not designed to insert anchor to proper depth. Process: anchor not manufactured to specification, anchor coating process out of specification, instrumentation manufactured out of specification. Application: user does not tension anchor properly, insufficient force used to tension repair (knots not tight enough), too much bone removed/decorticated, insufficient quality or quantity of bone that would compromise secure anchor fixation, pathology such as sclerotic bone that may thicken the cortical layer, bone necrosis during drilling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a revision surgery was required because the bone around the implant had a hole about 1 cm of diameter.